Event description:
Each infant warmer has a double cylinder holder mounted onto each unit. Plastic knobs with threaded screws hold e oxygen cynlinder tanks in place. The plastic knobs stick out, and 2 had become broken just by moving the warmers around in the storage room. When the plastic knob breaks, they break in such a manner that leaves very sharp edges. Myself and another biomed had our fingers sliced by the sharp plastic, and therefore replaced the plastic knobs with different screws made strictly out of metal, with a flat end the user can grip to turn and tighten.